Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose levels ranged from 300 mg/dl to 400 mg/dl. The customer believes insulin breaks down towards the end of the vial and is not as effective. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.